Event description:
It was reported that the ilet displayed an occlusion alert consistent with increased back pressure in the insulin delivery system, after which the user untangled tubing, confirmed no cartridge leakage, ensured infusion site placement away from scar tissue, and successfully dismissed the alert; the user had experienced hyperglycemia with a reported glucose over 300 earlier and was 103 at the time of the call, used an inset infusion set with 23-inch tubing and a prefilled cartridge, and received troubleshooting and education. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and described a lack of effect, with insufficient information regarding a specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.